Manufacturer narrative:
Follow ups have been performed in efforts to acquire further information on the condition of the patient and subsequent possible surgery. No information has been provided at the time of this report. Postoperative warnings: the patient should be advised that implants may bend, break, or loosen despite restriction in activity. Possible adverse events: bending, disassembly or fracture of implant and components loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain pain, discomfort, or abnormal sensations due to the presence of the device pressure on skin where inadequate tissue coverage exists over the implant, with potential extrusion through the skin.

Event description:
Physician had follow up visit with patient (B)(6) 2022, to review migration of reef ta cage. Cage was inserted from left sided approach, but has rotated 90 degrees and appears to be protruding 2mm beyond the border of the posterior disc space. Physician ordered a CT scan for the patient. There is no evidence of screw loosening. Expects patient will need revision, but will know more once CT images are available. At the time of this report, no CT scans have been received.